Event description:
The complainant reported while attempting to place an implant in a pt (gender unk), at (B)(6) on (B)(6) 2012, the driver was difficult to remove from the implant. The implant with the driver still attached was removed from (B)(6). There was no indication from the complaining of any adverse effect to the pt as a result of the procedure.

Manufacturer narrative:
The driver was returned with the implant still attached, the reported incident was confirmed. Keystone dental has conducted an extensive investigation into this matter and determined that the intended friction fit between the driver and implant, in combination with an excessive axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. A development project was initiated to redesign the genesis implant drivers. The redesign implant driver is intended to provide a more consistent retention force of the implant with driver. Lot number is unk; therefore, the device manufacture date is unk. This product is supplied by keystone dental as a non-sterile device. (B)(4).